Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. During troubleshooting, customer disconnected and reconnected the reservoir and infusion set and insulin exited the tubing, when pushed through with a plunger. The insulin pump then alarmed no delivery during a manual prime. Customer was advised to revert to a back-up plan. Her blood glucose was 162 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.